Event description:
The reporter stated that the user facility failed to perform high-level disinfection on a bronchoscope prior to use on a pt. The facility reported that only one pt was affected and has been notified. The facility stated that this was considered an isolated event, as a "non-skilled" hospital employee had reprocessed the endoscope at that time. No further detailed info was provided.

Manufacturer narrative:
Multiple attempts were made to obtain additional info via phone and in writing, but no detailed info has been provided to date. The device referenced in this report was not returned to olympus for evaluation. Based on the info that was provided, the cause of the reported event was due to user error. Olympus has offered to provide in-service training on how to properly reprocess endoscopes should this be of assistance. This report is being submitted as a medical device report in an abundance of caution.